Event description:
It was reported that a smiths medical pump alarmed: no disposable. Pump wasn't running. Res vol is 88.1 ml, rate is 2.2 ml/hr, given is 10.90 ml. A couple of small bubbles were observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.